Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was attempted and it failed. The receiver log download was attempted but could not be performed since the unit did not power on after charging. The receiver case was opened, and an internal visual inspection was performed and it failed as moisture damage was observed. Confirmation of the complaint was undetermined. The probable cause could not be determined.